Manufacturer narrative:
Additional information provided in d.9., h.3.,h.6. And h.11. The device with the lens was returned in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to mid- nozzle and has underrode the lens. The lens was slightly advanced and still within the lens loading area. The leading haptic was folded onto the optic. The trailing haptic was behind the optic on the plunger. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. A plunger underride was observed. The lens was still within the lens loading area. The root cause may be related to a failure to follow the IFU. A non-qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger underride may occur: ¿ due to rapid advancement faster than the dfu recommended rate. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the lens was faulty. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).